Event description:
Additional information was received indicating lead insulation damage was suspected.

Event description:
It was reported, episodes of far field p wave oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and noted reprogramming had previously been done and recommended further reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.